Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 454 and 436 mg/dl. Customer changed out her reservoir and was attached to her tubing when she primed the whole new reservoir into her body. Customer said when she inserted a new sensor and then it gave her a sensor expired. Customer was educated on how to start a new sensor. Customer did not mentioned about if she use auto mode feature at the time of reported event. Customer's blood glucose was dropped down to 417 mg/dl. Insulin pump will not be returned for analysis.